Event description:
Reported events of pouch dilatation from journal article: "is gastro-gastric fixation suture necessary in laparoscopic adjustable gastric banding? A prospective randomized study", journal of laparoendoscopic and advanced surgical techniques vol. 21, number 10, 2011. Manufacturer of device is unk. Allergan's approach to compliance is to resolve all doubt in favor of reporting. This medwatch represents the 4 cases of pouch dilatation listed in table 3 of the article.

Manufacturer narrative:
Taper unk. The rptr of the complaint was asked to return the product for analysis as well as indicate the product MFR and serial number. The info has not yet been received by allergan. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial umber or implant date was given. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Pouch dilation is a surgical/physiological complication and analysis of device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of pouch dilation as follows: "band slippage and/or pouch dilation can occur." "Frequent, severe vomiting can result in pouch dilatation, stomach slippage or esophageal dilatation."